Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires/screws were not placed as desired, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon, there was no increased risk (besides general risk) to harm critical structures for this specific patient due to this issue and there are no negative clinical effects for the patient due to this issue. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the undesirable screw position is a combination of the following contributing factors: main cause: insufficient visibility of the infrared markers of the fluoro kit and/or reference array during patient registration (to match the virtual display of the navigation to the current patient anatomy) due to the used draping method (drape with holes cut out for the markers has likely blocked the spheres). Further: insufficient visibility of the infrared markers of the drill guide during the procedure, leading to a deviation of displayed instrument position from its actual position. Different disposable reflective marker spheres (drms) than the marker spheres validated by brainlab have been used by the hospital. Brainlab has not validated these marker spheres used in conjunction with the brainlab navigation system, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres. There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Re-iterate to this customer, that the or setup must allow good visibility of infrared markers to the navigation, to verify the accuracy of the registration adequately using the relevant available navigation functions, that brainlab has not validated the marker spheres used by this hospital in conjunction with the brainlab navigation system, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres.

Event description:
A minimally invasive spine surgery (stabilization of c3-c7 due to stenosis of the spinal canal) was planned to be performed with the aid of the virtual display by the brainlab navigation. During the procedure the surgeon: positioned the patient in prone position on the or table. Placed screws in c3 and c5 without aid of navigation. Placed the reference array on c7. Obtained a fluoro 3d scan and performed (automatic) registration to match the virtual display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration and accepted the result. Validated the pre-calibrated drill guide, checked accuracy and accepted the result. Planned the screw canals for c7 (left and right) with this drill guide and drilled the holes. Placed k-wires in the drilled holes and inserted cannulated screws with not navigated tools. Obtained a post-operative scan and realized that screws were not placed exactly as intended (too far caudal, approx. 2-3 mm deviation at pedicle). Decided not to revise the screws. According to the surgeon there was no increased risk (besides general risk) to harm critical structures for this specific patient due to this issue and there are no negative clinical effects for the patient due to this issue.